Event description:
Customer reported he was having trouble getting the device to rewind. Customer's blood glucose was 125 mg/dl. The device would not get out of the rewind loop. The device had alarmed battery out limit and failed battery test, unable to clear alarms. Customer stated the device also alarmed loss sensor alarm, low reservoir, failed battery, active insulin; last bolus was 4.75 at 15/45 on (B)(6) 2014. Customer does not use the sensor feature. Troubleshooting was not done for the other alarm due the device was unresponsive. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.